Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2024 with a positive driveline infection, methicillin-resistant staphylococcus aureus (mrsa), that was resistant to amoxicillin which the patient was chronically on. On (B)(6) 2024 the patient was admitted with fevers and chills, their blood cultures were negative, and a computed tomography (CT) scan of the chest/abdomen/pelvis showed mild straining along the driveline with no abscess. Surgery was consulted and it was determined that a washout was not needed. Intravenous vancomycin was started with plans to continue until (B)(6) 2024. The patient was deemed stable for discharge on (B)(6) 2024. Onset of driveline infection is covered under MFR# 2916596-2021-00913.